Event description:
According to the reporter, the device will not discharge, except at 360j. There was no patient use associated with the reported event. After the device was received at physio-control, the evaluation showed that the device would take longer than 60 seconds to charge but would then "time-out" and dump the charge.

Manufacturer narrative:
Note that 360 joules is an accepted level of energy for defibrillation of vf in cardiac arrest emergencies and the use of 360 joules as a first shock would not constitute harm. The 2005 MFR's guidelines state that an initial shock of 360 joules is reasonable. However, the observed event during our evaluation of the device took longer than 60 seconds and then "timed-out", and dumped the charge, may cause a delay in delivering therapy. Physio control replaced the power conversion pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Further evaluation of the replaced pcb assembly determined that root cause for the observed event was a capacitor, designator c7, that leaked electrolyte onto the pcb surface and nearby defibrillation energy charge circuitry.